Event description:
Reporter indicated that a physician's programming wand would not establish communication with multiple generators. The wand battery was replaced, however, the issue was not resolved. The wand was tried with multiple handheld devices and would still not work. The handheld's were verified to be working properly with another wand. The physician was sent a replacement wand and the old wand was returned to the manufacturer for analysis. During device evaluation, it was found that the wand's serial data cable had intermittent conductors which produced the communication errors. Once the cable was replaced with a known good cable, all communication errors cleared and full functionality of the wand was restored. No visual anomalies were observed and the battery cable passed continuity testing.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.